Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the bd syringe luer-lok¿ tip experienced cloudiness to the medication. The following information was provided by the initial reporter: when they used the 10ml syringe inside of the pack to draw up medications, there was a cloudiness to the medication once it entered the syringe.